Event description:
It was reported that when using the bd pyxis¿ es server, duplicate patient account showing in epic and pyxis med stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the duplicate patient accounts were shown in epic and pyxis medication stations. A technical support specialist (tss) contacted the customer and spoke with an available staff member when the primary contact was unavailable. The tss requested and received details for the affected patient visits and the associated medication station. The tss then remotely accessed the medication enterprise server application server and reviewed the patient visit and order configuration within the system settings, where duplicate patient visit entries were identified with different admission statuses. Further review of the device settings for the affected medication station showed that a discharge delay setting was configured, which explained why both admitted and discharged patient accounts were visible simultaneously on the station. The system functioned as intended after technical support specialist troubleshot the device.